Event description:
It was reported that externalized conductors were detected under fluoroscopy. An asymptomatic patient will continue to be monitored. The lead will be capped and replaced during normal ICD change-out.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient presented with syncope and wore a life vest. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).